Manufacturer narrative:
Clinical study performed by health professional in (B)(6). The manufacturing batch record review confirmed that the device met all material, assembly and inspection requirements. The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. Further information received for this complaint confirmed that the guidewire was not constrained within the guide catheter during withdrawal. Failure to follow steps as stated in the directions for use by not constraining the guidewire in the guide catheter is the likely root cause for the damage to the guidewire tip. The directions for use state: "the wire should only be introduced into or withdrawn form the ventricle through a catheter already positioned in the ventricle." The root cause for the right femoral (site access) bleed is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the directions for use. (B)(4).

Event description:
Clinical study performed in (B)(4). Procedure summary: the pt underwent transcatheter aortic valve implant with the investigation devices lotus valve flex system ((B)(4)) using a small curved safari guidewire (300cm) and the lotus introducer (lis-l) in the (B)(4) trial on (B)(6) 2013. The pt was successfully implanted with a 23mm lotus valve. Event(s) description: after the safari guidewire was retrieved outside the pt at the end of the implant, the cath lab nurse noted the unraveling of the tip of the guidewire. Initially, one of the operators noted that it may have been due to the tip of the guidewire being caught in the mitral chordae. However, upon requested for confirmation, this operator noted: "I think the unravelling of that wire must have occurred when we ultimately pulled the wire out through the large sheath. I can't be sure about this unfortunately but review of the films last night did not show any clear wire deformity at the time of nose cone recapture thus even though I felt there was some resistance from the mitral apparatus when removing the wire from the lc, I don't think what we saw occurred at that time." On (B)(6) 2013, (B)(6) (right femoral bleed, right femoral (site access) bleed) procedure summary - the subject was enrolled into the (B)(4) study on (B)(6) 2013. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve. Successful repositioning of the lotus valve system involved partial resheathing of the lotus valve in the delivery catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. Event description: right femoral (site access) bleed (001): - on (B)(6) 2013, during the tavi procedure, per source, significant blood loss was noted during the procedure as the '20f sheath was incompetent after intentional manipulation'. Per (B)(6), the varc classification of the bleeding event was major and of the vascular complication was minor. Hematology measurements performed on (B)(6) 2013 were as follows: lower hematocrit value associated with ae: 26 percent lowest hemoglobin value associated with ae: 8.7 g/dl. Even description: event info: the subject was transfused with 5 units of prbc during the procedure. No additional information is available and site has been queried for further details. Potential relationship to study procedure per investigator: related lab date: na; adjudication results: pending contact log: date sent: (B)(4) 2103. Code: letter description: site queried for transfusion reports/ anticipatedness date sent: (B)(4) 2013 code: letter description: query issued in (B)(6) for confirmation of anemia as bleeding/ reporting of right femoral site bleed in (B)(6).